Event description:
It was reported that the patient presented in the operating room for ICD change out due to normal eri. Externalized conductors were seen via fluoroscopy. No electrical anomalies were detected. The lead remains implanted. No adverse consequences with the patient.